Manufacturer narrative:
The sales representative was informed by the surgeon on (B)(6) 2016 but, due to a misunderstanding, reported it to medacta international only on 04(B)(6) 2016. Batch review performed on 04 august 2016: lot 131060: (B)(4) heads manufactured and released on 01 march 2013; expiration date: 2018-01-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer option sleeve size m, code 01.29.241a lot. 142166 (k131518): (B)(4) sleeves manufactured and released on 07 october 2015; expiration date: 2020-09-19. No anomalies found related to the issue. To date only this item of the lot have been already sold. Not available.

Event description:
Patient revised due to anterior dislocation. Cup and liner (not medacta) were removed and replaced (not with medacta implants) medacta head and sleeve removed and replaced. Xrays and implants are not available.

Manufacturer narrative:
On (B)(6) 2016, the supplier of the ceramic component provided a document review for the item involved in this complaint and commented as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect.